Event description:
It was reported that 12 bd nano¿ ultra-fine¿ pen needles were unable to deliver medication. The following information was provided by the initial reporter: the consumer reported 12 pen needles that clogged during the injection.

Manufacturer narrative:
Date of event: unknown. The date received by the manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 12 bd nano¿ ultra-fine¿ pen needles were unable to deliver medication. The following information was provided by the initial reporter: consumer reported 12 pen needle that clogged during the injection.

Manufacturer narrative:
H.6 investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.